Event description:
It was reported that a patient had an infection. Upon follow-up, the outpatient clinic manager (cm) recalls the patient transferred to a clinic closer to home (timeline unknown).the cm confirmed the patient contracted peritonitis while on peritoneal dialysis (pd) for renal replacement therapy (rrt), due to an unspecified breach of aseptic technique. The cm stated the patient lived a great distance from the clinic, and initially it was felt the patient would be a candidate for home therapy. However, the patient was unable/unwilling to perform the proper self-care required to be a viable candidate for pd therapy. Due to the patient¿s poor hygiene and unkempt living environment, the nephrologist transitioned the patient to in-center hemodialysis (hd). The patient¿s electronic record is closed, therefore no additional information (e.g., demographics, medication records, organism) was available. Per the cm, the event was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Correction: b3 additional information: b5, g1, h6, h10 clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, fmc cassette, and the serious adverse event of peritonitis and transition to hd. The cause of the peritonitis was attributed to an unspecified breach in aseptic, due to the patient¿s poor hygiene and unkept living environment. Given the limited follow-up information available, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty cycler and fmc cassette can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused the serious adverse events. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Upon evaluation of additional information received, it was determined that the event reported on 2937457-2021-00828 was not a reportable event related to the fmc liberty cycler. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) that is related to a fresenius device(s) or product(s) occurred. Therefore, there will be no further updates on 2937457-2021-00828.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient had an infection. Additional information was not provided.